Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted april 09, 2003, displayed an end of life indicator (eol) on october 21, 2006. The device displayed an elective replacement indicator (eri) one month prior to eol. There is a concern that the battery depleted prematurely.